Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 28.4-29.0cm from the distal tip, consistent with lead friction to another device or patient anatomy. Externalized conductors due to internal insulation abrasion were noted at 12.2-15.0cm from the distal tip. Internal insulation abrasion was noted at 13.1-13.5cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the asymptomatic patient presented for device change out due to normal eri, externalized conductors was noted. The electrical function of the lead was tested and no anomalies was detected. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.